Manufacturer narrative:
A maquet field svc tech (fst) inspected the device and found that the plastic sleeve securing the light head to the spring arm was cracked, which allowed the retaining pin to move out of position, and facilitating the detachment. The fst replaced the damaged sleeve and replaced the sleeves in all the other rooms. The hanaulux 2000 series operating manual mentions that the products are to be inspected by the operator every six months with attention to cracks in plastic parts. Maquet is not the primary svc provider of these lights; they are maintained by the hospital biomedical staff. Exemption # (B)(4). Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Please reference imp# (B)(4).